Event description:
The hospital reported that the bending section covering on the endoscope broke around the entire circumference of the scope at the distal end. Prior to the event, the scope snagged on mucosal tissue as it was being withdrawn from the pt. This resulted in the wide separation and break (of the covering). The hospital does not know when the separation occurred. There were no complications.